Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during patient therapy. The infusion was for a 250ml bag of remdesivir with 20ml of overfill that had an extra 50ml remaining in the bag when the pump indicated the infusion was complete. The event occurred during patient infusion in the medical/surgical department. It was reported that the patient's medical condition did not change during or after the event and there was no medical intervention provided as a result of the event. No additional information is available.